Manufacturer narrative:
Additional information received indicated that the physician did not believe that the headaches were device related. A returned product analysis indicated that the possibility that electrical leakage could cause headache in the patient was investigated. Device exhibits normal device characteristics. Therefore, the reported complaint of the ipg causing pain at the pocket site was not duplicated or confirmed.

Event description:
A report was received that the pt was experiencing headaches. The physician explanted the pt's ipg and the pt was reportedly doing fine.

Event description:
A report was received that the patient was experiencing headaches. The physician explanted the patient's ipg and the patient was reportedly doing fine.